Event description:
It was reported that the patient had non-specific back pain associated with the device. There were patient symptoms or complications associated with the event which included drainage/incisional wound opening and the non-specific back pain. This was at the device pocket and extension location. Actions required as a result of the event was an explant. If there was a product issue, the issue was resolved. Patient status at the time of the report was alive, no injury. Information regarding patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer¿s representative (rep). The patient stated ¿I returned and had it removed on (B)(6) by the physician. He had all of the equipment.¿ the patient further noted they had the device removed on (B)(6); ¿I am (B)(6) pounds and it was very uncomfortable to lean back on a sofa."